Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. The neutropenic patient was being treated for an unspecified leukemia. The tubing set was connected to the patient's unspecified central venous access catheter and was being used to deliver an unspecified volume of 5% dextrose and normal saline, at an unspecified rate, via a plum pump. After an unspecified length of time after the delivery was started, it was reported that the nurse went to change the tubing set for an unspecified reason. It was reported that when the nurse opened the pump door, an unspecified volume of solution started to leak near the area of the clave secondary port of the tubing set. The tubing set was replaced and unspecified therapy was resumed. During visual examination at the user facility, a crack was noted in the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. The customer contact reported that subsequently on (B)(6) 2013, the patient developed a fever and unspecified antibiotic therapy was initiated. On an unspecified date, blood cultures were performed. On (B)(6) 2013, the customer reported a concern that the patient's central venous access had become infected with bacteria and that the central venous line was a potential etiology for infection; therefore, the patient's central venous access catheter was removed. The physician cut the tip of the catheter off and sent it to the microbiology department to be cultured. The customer contact reported that results of the blood cultures were negative. It was reported that the culture of the catheter tip was negative. The customer contact indicated that the patient's fever was not related to the catheter. No specific details were provided. On an unspecified date, the patient was discharged to home. There was no reported delay of critical therapy for this patient. Though requested, no additional information was provided including the patient outcome.